Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as what appears as blisters under the electrodes. It was reported the patient was in a rehab and the skin was raw and irritated. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The nurses assisted with adjusting and cleaning the electrodes. The nurses also assisted with adjusting the garment away from the irritation and applied a powder to the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Supplemental report 9/27/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as what appears as blisters under the electrodes. It was reported the patient was in a rehab and the skin was raw and irritated. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The nurses assisted with adjusting and cleaning the electrodes. The nurses also assisted with adjusting the garment away from the irritation and applied a powder to the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.